Event description:
Customer reported to a lensar distributor of a case where the lens was off center. Doctor had a case where the laser may have hit outside of the lens and broke the capsule.

Manufacturer narrative:
In review of this complaint several issues can be identified. This patient has a subluxed lens potentially as a result of marfan syndrome. This significantly increases risks associated with cataract surgery. A review of the surgical files and submitted video, show the suction ring is significantly decentered. The suction ring decentration adds significant tilt and increases the chance of the system not being able to identify all ocular surfaces. Subsequently, the system only found two posterior lens surfaces. A minimum of three qualifying images, of each surface (cornea and lens) are required to properly construct each surface of the lens model prior to initiating treatment. Of the two posterior surfaces detected only one was properly identified. The other should have been manually corrected or eliminated by the surgeon at the time the images were reviewed prior to the 3d-reconstruction. The video shows that the scan images were reviewed and the surgeon did not correct this incorrect alignment or discard this scan. Since the system only found two posterior surfaces, the lens posterior reconstruction could not be generated therefore, the choice of "optical axis" centration, the centration choice for a subluxed lens, was not made available for the intended treatment. In addition without having the posterior lens surfaces detected or placed the laser system restricted the fragmentation to a depth of 2mm. Having the lens anatomy that this patient had, with the lens significantly decentered and not aligned to the pupil, an "optical axis" centration for the capsulotomy is required therefore, the surgeon should have aborted the procedure. The surgeon elected to continue the procedure using the "pupil center" option for the capsulotomy, and the treatment was delivered, this resulted in the capsulotomy being miss-aligned to the lens and a significant portion of capsular cut was incomplete. From the images it appears that from 3 to 7 clock hours there was no capsular incision. The laser log file was reviewed and there was no indication of a device malfunction. The patient recovered well after the surgical procedure. No additional intervention or clinical follow ups were required.